Event description:
A trilogy 100 ventilator was returned to the manufacturer's service center with a complaint stating the device's ac input connector was faulty. There was no reported patient harm or injury. The service center confirmed the two pins for the ac input connector were sheared off and lodged in the adjoining power cord. The manufacturer is currently investigating this issue and will file a follow-up report when the investigation is complete.